Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that during cartridge loading, when the air removal step was performed, the customer observed air bubbles and was able to remove more air than expected. Reportedly, the issue occurred with multiple cartridges. A new cartridge was successfully loaded onto the pump. Customer's blood glucose level was 250 mg/dl. Insulin delivery was resumed.